Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause, hospitalization, treatment, patient outcome and action taken with pd therapy were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the event occurred on an unreported date in (B)(6) 2024. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.